Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Foley catheter dislodged during foley care, the balloon appeared to be broken. Tested the balloon at that time and the balloon leaked fluid. Customer notified md, who stated he filled the balloon with the recommended 1.5 ml and gently tugged the foley after placement to ensure the balloon was secured and there were no indications for the balloon to be broken when placed. No injury.